Manufacturer narrative:
The needle device was not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. The procedure was completed using another needle device, per the instruction manual recommendation to ¿always have a spare instrument available in case the primary instrument malfunctions.¿ as a preventive measure against breakage, the instruction manual warns, ¿do not use an aspiration needle that has an irregularly bent or deformed needle tube.¿ ¿do not apply bending force to the handle section. Doing so may damage the instrument and/or endoscope.¿ ¿do not coil the insertion portion with a diameter of less than 150 mm. Doing so could damage the instrument.¿ and ¿do not try to straighten a bent or deformed needle with your hands because the needle may break.¿ the instruction manual also has directions for pre-procedure visual inspection and functional verification of the needle device.

Event description:
Olympus was informed that in the middle of an ebus procedure, the whole needle piece of the device separated from the metal sheath and fell into the patient. The separated needle piece was manually pulled out with no further incident. The procedure was completed with another similar aspiration needle device. There was no reported patient injury or other impact to the procedure. There were also no reported difficulties or anomalies with either the endoscope or the needle device prior to the event.